Manufacturer narrative:
The customer reported the set split in two, and returned one sample of material: mx5301, lot: 25059076. Upon initial visual examination, the set verified the complaint of separation at tubing and y-site connection. The separation occurred at the outlet of the tubing connection on the smart site. The manufacturing plant found the root cause for the separation to be related to solvent dispenser malfunction. The plant did not take any actions to address the failure as the line for material mx5301 was reactivated at a different bd plant, starting march 10th, 2025. The plant that produced this batch is no longer producing the material number. The plants are in communication regarding all quality issues during the changeover. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard pressure rated extension set was damaged the following information was received by the initial reporter with the following verbatim extension set split in 2 at needless access when rn went to start IV. Was able to switch out extension and extra blood loss with incident but minimal.